Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital 20 days post implant due to feeling uncomfortable. A computerized tomography scan indicated that the right ventricular (rv) lead had high thresholds and a perforation had occurred. It was noted that there was great tension on the lead which may have contributed to the perforation. Additionally, the patient had been taking hormones and had a low body mass index which also may have contributed. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.